Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0406g, implanted: (B)(6) 2012, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow-up information received reported that impedances were all at 4000 ohms, that the lead was intact although fractured, and completely removed from the patient. It was noted that the patient was getting proper stimulation and recovered without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a lead revision six days ago, where the lead was replaced due to high impedances and the device remained. It was noted that the radiopaque marker was left behind in the patient. During the procedures, they placed the sheath from the introducer into foramen and the doctor was not happy with the stimulation they were getting with the lead, because they were trying to place the lead in the same position as the old/existing lead. It was noted that the old lead was still in position when they were positioning the new lead. The needle was next to the sheath and when the doctor pulled the sheath out, the needle must have torn the sheath, as the radiopaque marker tip of the sheath came off in the patient. When they placed the new lead, the broken marker piece was pushed further internally and was left just anterior to the new lead tip near the #0 electrode. The patient had b een informed that the piece was left behind and there was no plan to retrieve the broken piece. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).